Manufacturer narrative:
(B)(4). Field advisory numbers: 1627487-07262012-002-r; 1627487-12192011-003-r . This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation due to the ipg being inoperable (no communication with external devices). It was also reported the patient did not charge/use the ipg for over 2 months (date of event unknown). As a result, surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received identified the ipg was explanted and replaced with another model.